Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed.the analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. It was further reported that there was also endocarditis. The entire implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.